Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the tri-port ext set w/ll dehp free experienced device damage/deformation and leakage. The following information was provided by the initial reporter: material no.: 10839681 batch no.: unknown. Trifurcate attached to patient cracked and leaking, issue discovered when rn flushed port prior to starting platelet infusion. Crack noted on yellow portion of extension set (piece that connects to the microclave/cap, confirmed leaking at this point by disconnecting trifurcate from patient and flushing it again).